Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right atrial (ra) lead channel that resulted in an atrial tachy response (atr) episode. It was also noted that there were noisy signals on the shock electrogram (egm). Technical services (ts) reviewed the reports and stated that there were no noisy signals on the right ventricular (rv) lead channel. However, the device exhibited low amplitudes on the rv lead channel. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.